Event description:
It was reported that the pump touchscreen was scratched, causing it to be delayed in responding to touch in put. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.